Event description:
Tandem t-sling insulin pumps has changed the insulin cartridge connections and infusion sets which are no longer compatible with existing supplies without notice to users. About a month ago we obtained a supply of infusion sets, and today received new pump cartridges that do not work with the infusion sets. We received no notifications of changes and compatibility issues, and tandem on their web site indicates this transition will occur in september. We cannot use the insulin pump until new supplies are delivered, creating serious health risks. No insulin delivery with pump, leads to high bg and death.